Manufacturer narrative:
.

Event description:
It was reported that a physician's handheld programmer was no longer holding a charge. Troubleshooting was performed, including confirming that it was plugged in properly, soft and hard resets, and reseating the connections, but the handheld would still die after a few moments of use after being unplugged. No patients were affected by the handheld not holding a charge. The handheld is expected for return, but it has not been received to date.

Event description:
The handheld programmer, software flashcard, and programming wand were received on 12/28/2015. Analysis of the programming wand was completed on 01/07/2016. No visual or mechanical anomalies were identified with the wand. Continuity testing of the serial data cable and battery cable passed. The wand performed according to all functional specifications. Analysis of the handheld programmer and software flashcard has not been completed to date.

Event description:
Analysis was completed on the handheld programmer and the flashcard on 01/26/2016. No anomalies were identified with the handheld battery, but it was identified that the handheld was unable to charge the main battery. The cause for the anomaly was associated with broken solder connections on the handheld main board. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.